Manufacturer narrative:
A5 ethnicity and a6 race are unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella cp (pump 3) device report is one of three devices associated with the event. The related manufacturer report number has been noted in section h1 for the medical device report for impella cp (pump 1).

Event description:
An impella cp (pump 1) was inserted via the right femoral artery in a 41-year-old male who presented with an acute myocardial infarction complicated by cardiogenic shock, scai stage d. The patient was supported with ECMO, inotropes, vasopressors, and ventilator support. During the procedure, the impella device was implanted without the plug inserted into the automated impella controller. There was concern that the pump had not been properly primed. The impella was removed, and an attempt was made to prime the device; however, priming was unsuccessful, and no fluid was seen exiting the cannula outflow windows. The initial impella device was aborted, and a replacement impella 5.5 (pump 2) was implanted without issue, resulting in stabilization of hemodynamics. During support with the impella 5.5, purge-blocked alarms were reported. No additional details were provided regarding troubleshooting or resolution of the issue. The same day, the impella 5.5 was explanted, and an impella cp (pump 3) was implanted. On the second day of support with pump 3, suction alarms occurred, and the impella was found to be malpositioned. The performance (p) level was reduced to p-2 which resolved the suction alarms. No patient signs, symptoms, or injuries were reported in association with pump 3, and there was no reported harm related to the events. The impella cp (pump 3) was subsequently explanted after successful weaning. The explant was not considered premature and was unrelated to the reported events. The patient survived at the time of explant. This complaint involves three impella devices: pump 1: impella cp, with serial number (B)(6) pump 2: impella 5.5, with serial number 647605 pump 3: impella cp, with serial number (B)(6) this MDR specifically addresses pump 3: impella cp, with serial number(B)(6), which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.

Manufacturer narrative:
A3a and a3b: corrected patient sex additional information: follow up confirmed that the device was discarded and will not be returned. H10: added additional MDR number for pump 2: impella 5.5, with serial number (B)(6).

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. The cause of the positioning issue could not be determined without the returned product for investigation and sufficient clinical details.